Event description:
It was reported to boston scientific corporation that a truetome 44 was being prepared for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on an unknown date. During preparation, the cutting wire was bent. The procedure was completed with another truetome 44. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Imdrf device code a0406 captures the reportable event of cutting wire kinked.